Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer unimax medical systems, inc. Is responsible for performing an evaluation, investigation and any remedial actions related to this reported issue per agreement with conmed corporation.

Event description:
This report is being filed as a voluntary distributor report. The customer reported that the sb1036, unimax specimen bag, ripped during the extraction phase of a hysterectomy. The attending surgeon was trying to remove the bag through the incision site when the bag ripped along the top seam. He was using the strings to pull on the bag. The procedure was completed with no need for another device. There is no reported injury or surgical delay. This was an evaluation of a new device for the facility. This was the first time they had used this product. This report is being raised based on device malfunction with potential for injury upon reoccurrence.